Event description:
It was reported the devices were used during an unk procedure. It was reported by the affiliate that the first device would not fire. The second device would not cut. There was no pt consequence. Rpo